Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was returned for evaluation. The reported event was not confirmed for this device; the device was found to be within specifications for the reported event; 1 device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated, 1 event had patient involvement with no consequence or impact to the patient, 1 event had no patient involvement; no patient impact.